Event description:
Pt was revised to address dislocation.

Manufacturer narrative:
Territory (B)(6) reports, the pt was revised to address dislocation. Doi: (B)(6) 2010 - dor: (B)(6) 2010. The products associated with this reported event were not returned. A search of the complaint database did not show any other reports against the provided product/lot code combinations. The investigation could not draw any conclusions about the reported event with the provided info. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.